Event description:
It was reported that the customer had an intermediate hilo which had a cuff leak. The patient was re intubated. The caller only saved one of the failed tubes. It is not known whether the cuffs were tested prior to insertion or if patient's teeth were tearing the cuff.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. The lot number was provided, and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.